Event description:
Customer reported doxorubicin had back flowed beyond the check valve; however, it did not appear to have reached the drip chamber. The medication infusing in the primary line was normal saline. No pt harm reported. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Pt info requested and all available info is included in section a and b. Product evaluated and customer's complaint of secondary infusion backflow into primary line was confirmed. Analysis performed by the valve supplier discovered a clear particle located between the housing seal area and the silicone diaphragm. The particle was identified to be acrylic. The root cause for the backflow event was not identified. The source of the particle found in the valve is not known. The lot number was not identified. Based on the smartsite laser number, the mfg database was reviewed; no quality issues were noted during production build for the failure mode reported.